Manufacturer narrative:
(B)(4). The customer advised physio-control that once the external usb data cable was removed from the device, normal device functionality was observed. The customer advised that they have disposed of the external usb cable as they confirmed that this was the likely cause of the reported power issue. Neither the device or the usb data cable was returned to physio-control for evaluation. The likely cause of the reported issue was determined to be the external usb data cable. The customer submitted medwatch number mw5041911.

Event description:
The customer reported that during a patient event, the customer's device was unable to power on. The customer was dispatched to a patient complaining of abdominal pain and shortness of breath. Upon arrival, the customer observed that their device would not power on when the on button was pressed. The customer did not report any additional details of the patient event or the reported failure. There was no adverse outcome of the patient reported.

Manufacturer narrative:
Corrected information from the initial medwatch report: device available for evaluation, of the initial medwatch report indicates: yes. Device available for evaluation, of the initial medwatch report should indicate: no. Device returned to manufacturer, of the initial medwatch report indicates: box checked. Device returned to manufacturer, of the initial medwatch report should indicate: blank. Date device returned to manufacturer, of the initial medwatch report indicates: 04/15/2015 date device returned to manufacturer, of the initial medwatch report should indicate: blank. Additional information for supplemental medwatch report: physio-control contacted the customer and confirmed that the device has been placed back into service for use. The customer also confirmed that since they replaced the external usb data cable there have been no further power related issues with their device.

Manufacturer narrative:
After further investigation, the most likely cause of the reported power issue was determined to be due to the connection of a shorted accessory cable to the device system connector.